Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 85," "system fault 36," and "system fault 37" messages. Complainant indicated that there was no patient involvement in the reported malfunction.